Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopically assisted left colon procedure. According to the rptr: the staples did not advance when the instrument was fired, so the stapler cut only as only knife blade advanced. There was no bleeding reported in excess of 250cc; however, the case was extended by more than 30 to 45 mins. There was no unanticipated tissue loss. Another stapler was used to complete the case.